Manufacturer narrative:
The returned ICD was first visually inspected upon receipt. No irregularities were found that could be related to the clinical complaint. The clinical complaint could be confirmed during the initial interrogation. The device was unable to deliver therapy and it could not be interrogated. As a result, the ICD housing was opened and the inner structure was visually inspected and tested. The battery had not been drained. However, while inspecting the electronic module, electrical fuse damage was found that isolated the battery from the module and the shock power amplifiers. Further analysis showed that the triggering of the electrical fuse was due to an increase in electronic module power consumption, which was in turn due to a defective integrated circuit. The production process for this device was reviewed. The production documents did not show any irregularities that could be linked to the complaint. All production steps were correctly executed. A standard electrical outgoing goods test was performed and good working order was documented. Therefore, it can be assumed that the root cause of the clinical observation occurred after the device had been shipped. In summary, the triggered electrical fuse due to a defective integrated circuit is the root cause of the clinical complaint. The reason for the defective integrated circuit could not be identified.

Event description:
Ous MDR: after an implantation time of about 7 months, it was reported that the device did not pace and could no longer be interrogated. No deterioration of the patients health was reported. The device was explanted.